Event description:
It was reported by the patient that their doctor said one of their leads was defective. It was further stated that one lead was 'dead' and the other 'defective.' About a week and a half later, it was reported by the doctor that the patient only had one tined lead that was implanted in (B)(6) 2004, and not two leads like the previous information suggested. During a battery replacement in (B)(6) 2012, it was determined that several electrodes on the lead had impedances that were 'significantly abnormal.' It was noted that the lead was functioning and that the patient only had one electrode combination that had 'adequate or low enough' impedance measurements that would provide stimulation. The other electrodes had 'too much,' referring to impedances. It was reported that some were greater than 1,100 ohms, and others 4,000 ohms. It was indicated that the lead was scheduled to be replaced with a new tined lead on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that it was unknown as to what caused the old lead not to work. The reporter stated that the patient had been getting great therapy since the new lead was placed. A week later, it was reported that the implantable neurostimulator (ins) had been replaced on (B)(4) 2012 and the lead had been replaced on (B)(6) 2012. The same reporter had earlier reported that the ins was replaced on (B)(6) 2012. It was unclear which date was correct. The same reporter had also reported earlier that the lead was replaced on (B)(6) 2012, but it was indicated that (B)(6) 2012 was the correct date.

Manufacturer narrative:
Product ID 3093-28, serial# (B)(4), implanted: (B)(6) 2003, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).